Event description:
While using a ligasure device during a lavh bso it became stuck in the closed position while attached to tissue. The tissue was then cauterized until the device was released. The device remained in the closed position.